Manufacturer narrative:
Visual inspection performed by r&d product manager on (B)(6) 2018: the implant was analyzed but no evident signs/scratches were noticed on the surfaces. From the analysis of the received piece it was not possible to determine the root cause of the event.

Event description:
During stem implantation the bone femur was fractured, the fracture was treated with a cerclage. The amistem-h proximal coating was replaced with a cemented stem.

Manufacturer narrative:
Clinical evaluation performed on 24 november 2017 by medical affairs: during femoral preparation a fissure in the trochanteric region was observed. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 05 december 2017. Lot 170859: (B)(4) items manufactured and released on 26 april 2017. Expiration date: 2022-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During stem implantation the bone femur was fractured, the fracture was treated with a cerclage. The amistem-h proximal coating was replaced with a cemented stem.